Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to duplicate the customer's reported issue. The stm calibrated the helium transducers then ran the iabp unit for 30 minutes with no issues. The stm noted that the iabp unit functions to factory specifications. Subsequently, all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) generated a "low helium" alarm even with a new helium tank. It was later reported that the helium indicator on the screen turned red. There was no patient involved and no adverse event was reported.